Event description:
The customer received questionable ise indirect gen.2 results for multiple patient samples from the cobas 6000 c (501) module. Data was only provided for one patient sample that was repeated on another cobas 6000 c (501) module. The initial sodium result was 110 mmol/l with a data flag and the repeat results were 111 mmol/l with a data flag, 140 mmol/l, and 141 mmol/l. The initial potassium result was 4.36 mmol/l and the repeat results were 5.41 mmol/l and 5.58 mmol/l. The initial chloride result was 77.1 mmol/l with a data flag and the repeat results were 77.5 mmol/l with a data flag, 100.0 mmol/l, 101.3 mmol/l, and 99.8 mmol/l. The erroneous results were not reported outside of the laboratory. There was no adverse event. The sodium electrode lot number was s4799 with an expiration date of 03-jun-2019. The potassium electrode lot number was a3270 with an expiration date of 07-may-2019. The chloride electrode lot number was 4812 with an expiration date of 21-may-2019. The field service representative could not find a cause. He decontaminated the instrument, replaced the sample probe, and adjusted rinse levels. The customer ran qc and precision testing which passed. The investigation did not identify a product problem.  The cause of the event could not be determined.